Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2018. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
1627487-07262012-002-r; this ipg serial number is included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their ipg. The external devices were unable to communicate with the ipg. In turn, ipg was inoperable. Surgical intervention is pending to address the issue.